Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A save to disk was sent in for engineering analysis and it was confirmed that the battery appeared to be depleting more quickly than expected. Technical services (ts) recommended device replacement because of this anomaly. Additionally, the patient has other health issues and a revision procedure has not been scheduled. This ICD remains in service, and there were no adverse patient effects reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A save to disk was sent in for engineering analysis and it was confirmed that the battery appeared to be depleting more quickly than expected. Technical services (ts) recommended device replacement because of this anomaly. At this time, this ICD remains in service, and there were no adverse patient effects reported.